Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact stated that the customer went to the hospital in (B)(6) 2015. The contact reported the customer was in diabetic ketoacidosis (dka) and unconscious. The contact could not provide any specifics at the time of the reported event. Multiple attempts were made to obtain additional information from the contact, however no further information was provided.